Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was applied to bending section, during user handling, causing the suggested event. The event can be detected/prevented, by following the instructions for use, which state: do not strike, hit or drop the distal end, insertion tube, bending section, control section, universal cord or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the duodenovideoscope had leakage from the tip, a piece of metal comes out and punctures the sheath. It is unknown when the issue first occurred. There were no reports of patient harm.